Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during an upper gastroscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, after a biopsy was taken in the duodenum, a large hematoma at the biopsy site was noticed. Reportedly there was also bleeding at the site which was treated with an application of a clip. Additionally, it was reported that the bleeding may have been related to the patient's anatomy. A total of two biopsy samples were taken from the patient. The procedure was completed with this radial jaw 3 large capacity single-use biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be good and has been discharged to home.

Manufacturer narrative:
(B)(4) - no code available (intervention required to stop bleed).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)